Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00033. It was reported that patient¿s leads migrated. As a result, surgical intervention was undertaken where in the leads were repositioned on (B)(6) 2021 to address the issue.